Event description:
Pt purchased illegal contact lenses online and caused severe damage to her corneas because of the misuse of this medical device. Hubble sold contact lenses in the wrong, material, size and prescription to my pt who did not have a valid contact lens prescription. They did not even try to verify any rx which would keep them in compliance with the fairness to contact lens consumers act. Start: (B)(6) 2017; stop: (B)(6) 2019. Is therapy still ongoing? No. Event abated after use stopped: no. FDA safety report ID# (B)(4).